Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 414-474 mg/dl and ketone level was moderate. Customer changed out pump supplies and a bolus was delivered to treat elevated bg. Customer went to the emergency room (ER) and intravenous fluids were administered. After 9 hours, customer left the ER feeling better; bg was in the 100 mg/dl range. Customer thought the infusion set may have been cause of elevated bg, however, no damage was observed. Customer reverted to using another pump for insulin therapy.